Event description:
Mediport dislodged and the bevel of the mediport appears to be broken as well as the base of the huber needle. No trauma to the pt or any pt harm. There are also no signs of infiltration. FDA safety report ID# (B)(4).